Event description:
The reported feedback suggests that there was a leakage.

Manufacturer narrative:
The customer¿s report of leakage was not confirmed. Visual inspection of the sample did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected both fluid filled and air filled pressure testing while connected to a female luer from bd stock; no leakage was observed from the maxzero or the connection of the components throughout testing. The root cause of the customer¿s experience was not identified.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage. From the reported information, there was no harm or injury to patient or user as result of this incident.